Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continu-flo solution set leaked from a small hole at the injection port. The leak was identified during infusion. The nurse was flushing the device with a 10 ml syringe. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and revealed a leak at the outlet port of the bottom y-site. A microscopic inspection revealed a hole in the tubing just outside of the outlet port of the bottom y-site. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.